Manufacturer narrative:
Investigation pending device return.

Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 3.9, lab: 1.8. Time between tests: 30 minutes. Therapeutic range has not yet been established by the physician; patient is new to the office.